Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter stating that the meter was not turning on. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time of the call. Customer was using the proper test strips and the battery was installed properly. During the troubleshooting process the meter turned on when a test strip was inserted and by manually pressing the "s" button. During the call, a blood test was performed by the customer fasting and produced test result of 373 mg/dl using meter; customer was not concerned with the result.

Event description:
Consumer reported complaint for dead meter stating that the meter was not turning on. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time of the call. Customer was using the proper test strips and the battery was installed properly. During the troubleshooting process the meter turned on when a test strip was inserted and by manually pressing the "s" button. During the call, a blood test was performed by the customer fasting and produced test result of 373 mg/dl using meter; customer was not concerned with the result.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was n cot returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.